Event description:
An endurant stent graft system was implanted in the patient for an endovascular treatment. It was reported that, approximately four years and eleven months post index procedure a CT revealed that the left endurant stent graft limb had a distal type I endoleak. The physician elected to implant an 16x24x193 endurant stent graft and the distal type I endoleak was resolved. Per the physician, the cause of the event was due to disease progression of the left iliac artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.